Event description:
It was reported that a cartridge alarm occurred during insulin delivery. No additional information was provided and the customer declined troubleshooting with tandem technical support. There was no adverse impact to the customer¿s blood glucose level.